Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a person using the ilet pump experienced persistent hyperglycemia and elevated hba1c, alleged missed or absent alarms, recurrent infusion set breakage during cocking, and dissatisfaction with the dosing algorithm, and the individual discontinued use and requested a refund. Symptoms included high blood glucose readings, ketones, nausea, and sleep disruption. Outcomes included perceived therapeutic failure and user decision to stop therapy. Investigation included review of customer communications, field follow-up, and assessment of troubleshooting history. Investigation of this case revealed that further troubleshooting was declined, no objective evidence of device malfunction or hospital admission was obtained, and the issue was assessed as use-related or cause unclear, with no confirmed device or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.